Manufacturer narrative:
(B)(4). Concomitant products - unknown persona femoral component, unknown persona tibial component. Reported event is not confirmed. No devices were received; therefore the condition of the components is unknown. Review of device history records and complaint history could not be performed, as product identification is unknown. The root cause of the reported event could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2016-03647; 0001822565-2017-06355.

Event description:
It is reported that the patient experiencing swelling and pain in left knee after a knee arthroplasty. Attempts have been made, and additional information on the reported event is unavailable.